Manufacturer narrative:
Reliability analysis inspected 3 opened and used partial enlite sensors and performed bicarbonate buffer test per (B)(4). All 3 sensors failed per specifications due to high readings. Also found both sensors cannula bent and 1 of 2 sensor was found cannula split from cannula tubing. Unable to confirm customer received sensors in said condition due to customer returned opened and used. Unable to confirm needle complaint due to customer returned sensors but no needles.

Event description:
The customer reported via phone call that multiple lost sensor errors were received. Customer does not recall any significant events leading to the error, except that the customer fell on the sensor. The customer's blood glucose was 220 mg/dl at the time of incident. Customer declined to troubleshoot as they believed errors were due to having fallen down on the sensors. The customer was advised that the device would be replaced and to return the product for analysis.